Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support for a separate issue of ¿filling slowly message¿ during the pd treatment. There were no reported allegations of any issues with fresenius products in relation to the peritonitis event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc) count of 302. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The nurse stated that the patient¿s pd catheter (not a fresenius product) is having difficulty filling/draining. However, it was stated the patient is recovering from the peritonitis event and continues pd treatments with the same cycler and manual pd exchanges. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique during the pd exchange due to the patient draining into a drywall bucket (non-compliance).